Manufacturer narrative:
The product was returned and evaluated. Service was unable to confirm the complaint. The output of the system performed within specification. A handpiece was connected to the system and a weak sound was emitted when compared to when the handpiece was first activated. Even though the sound was weak, all measurements are within specifications. A plant evaluation is underway.

Event description:
A user facility reported that a treatment was cancelled while the patient was under general anesthesia. It was reported that there was low output with a weak signal.

Manufacturer narrative:
Correction:  d1 brand name - from: vaser pro amplifier -  to: vaserlipo system.  D2 common device name -  from: ultrasonic surgical system generator -  to: system, suction, lipoplasty.  D2: product code - from:  muu to: qpb. G4: PMA 510k from: k110306- to: k170758. The vaser system was returned for evaluation. Service did not verify weak signal or output from the system. According to the vaserlipo safety risk assessment, no ultrasound function can cause a delay in treatment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is required.